Event description:
It was reported that the patient presented in the hospital for both the right ventricular (rv) and right atrial (ra) lead revision. The patient's rv lead was found to have exhibited high capture threshold meanwhile the patient's ra lead had exhibited loss of capture. Both the rv and ra leads were explanted and replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of high threshold was confirmed. As received, a complete lead was returned in one with the helix extended and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion exposing the outer coil and inner insulation in the distal region. The cause of the reported event was isolated to an external abrasion consistent with friction to another device.